Event description:
In 2005 at 2:30 pm patient was snoring loudly and unable to respond to verbal stimulus. Pca was stopped, narcan was administered and 100% oxygen delivery. Patient immediately responded. Vital signs at time of discovery: bp 139/69, hr 103, pulse ox 83% rr10. Post treatment bp 110/60, hr 80, pulse ox 99% rr16. Patient discharged as expected the next day.